Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 291510002 implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n310205 implanted: (B)(6) 2011, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient felt ¿zaps¿ in the back ¿like electric shocks.¿ it was noted that ¿it¿s been about a month and a half now.¿ it was noted that the patient reported they fell a couple times.